Event description:
The patient was admitted to the hospital on (B)(6) 2010 with chest pain. During hospitalization, she developed a left pleural effusion and left pericardial effusion. Hemoglobin dropped from 12 to 7.9 percent and she was diagnosed with left hemothorax. A chest tube was placed, but her condition did not stabilize. A mediasternotomy was performed; the lead was found to have perforated the right ventricle and it was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.